Manufacturer narrative:
The cause of the cse injuring their finger when replacing the air compressor is unknown. Siemens is investigating the issue.

Event description:
A siemens customer service engineer (cse) was dispatched to the customer site to perform maintenance. The cse was replacing the air compressor on the advia labcell instrument, and injured their finger. The cse required sutures.

Manufacturer narrative:
The initial MDR 2432235-2016-00220 was filed on may 02, 2016. Additional information (04/05/2016): the siemens customer service engineer (cse) was removing and adjusting the compressors at the same time. The cse was moving the compressor when their hand slipped and the compressor's fan came in contact with their finger. The cause of the cse injuring their finger is a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2016-00220 was filed on may 02, 2016. Supplemental MDR 2432235-2016-00220_s1 was filed on may 05, 2016. Additional information (06/01/2016): a siemens headquarter support center (hsc) specialist investigated the cause of the event. The engineer was working on two labcell jun air compressors, one of which was reported as having low pressure. While the engineer was performing maintenance on the compressors, the engineer reached into the cabinet and caught a portion of their finger in a spinning cooling fan. This caused a cut on the finger. Hsc reviewed the released maintenance instructions and found adequate warnings and cautions to ensure the compressor is turned off before performing maintenance. Following this step would have prevented the injury. Hsc contacted the manufacturer regarding the location of the fans and found there were specifications given by the manufacturer regarding finger protection of the fan blades by use of a screen or "grill". The manufacturer stated the cabinet internal shelf fans are exempt from the finger protection specifications, but the external wall fans have grills and passed the finger protection specification. In conclusion , the labcell compressor does have finger protection at the external fans. The internal fans require the opening or removal of the air compressor panels, which requires the compressor to be off per the maintenance documentation. The cause of the cse injuring their finger is a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.